Manufacturer narrative:
From the device history records it was found that the patient pump 2 was replaced about 7 months before the occurrence of the reported event. Through follow-up communication with the customer under the previous reported case from the same hospital ((B)(4)), livanova learned that pump 2 on the patient side is much less used by the customer than pump 1, which is regularly used. Moreover, it was found that the customer did not perform the disinfection procedure according to the IFU but every 3 months. Therefore, this information reveals that pump 2 on the patient side is almost always stopped and that it is not activated even every 2 weeks for the disinfection procedure as per the instruction for use. This negatively affects the performance of the pump due to the environment in which it is assembled leading to bearing issues.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The engineer who was testing the device found out that the patient pump 2 was stuck. He replaced the pump and the issue could be solved. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code on the patient side. There was no patient involvement.